Event description:
It was reported that the osteoraptor 2.3 suture anchor implant was placed according to the indicated technique, with its guide and the drill bit, the doctor sutured the capsule, and when he was knotting the strand, the implant came out from the labrum, in order to remove it; the doctor cut the strand with a scissors and removed the implant with a grasper. The procedure was completed with an osteoraptor 2.9, these did not show any failure. No patient injury was reported.

Manufacturer narrative:
One 72201993 osteoraptor 2.3mm suture anchor reported on. The complaint indicated a shoulder procedure. The device physically returned does not meet the drawing the configuration of product 72201993. The product returned is a twinfix ultra device 72202622 6.5mm suture anchor device with preloaded needles and suture. Only the inserter was received. No anchor was returned. No needles were returned. No cobraid was returned. The inserter returned is in good condition. The shaft is straight. There is no bend, or bowing. The complaint cannot be confirmed as it was opened for a different product.